Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed during the rewind sequence. The blood glucose reading was 235 mg/dl. The parent reported that the insulin pump had been dropped. The drive support cap was normal and recessed. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.